Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation findings did not indicate that a broader investigation or corrective action is necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial insert (p/n: 151640605) was not able to insert during the tka surgery on (B)(6) 2019. Even the surgeon attempted to insert it many times after making a trial reposition adequately to determine the thickness of the tibial insert, it did not fit properly because the lateral side of the tibial insert was floating. Since the tibial insert was distorted while attempting to insert many times, the surgeon had to use a 1 mm thick tibial insert instead. The surgery was completed within a 30 minutes surgical delay and there was no adverse consequence to the patient. We obtained the investigation request whether the tibial insert in question was defective originally. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation findings did not indicate that a broader investigation or corrective action is necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 151640605 attune ps fb insrt sz 6 5mm, lot code hc9166. The returned device was assigned to depuy warsaw commercialized product development (cpd) for non-destructive evaluation. Depuy warsaw cpd reports: the images above show that, there are multiple damages at various features of the tibial insert. These damages must have been formed because the surgeon tried to lock this tibial insert in to the tibial tray multiple times. Damages also show that, the surgeon tried to force fit the insert in to tibial tray by impacting. There is a burr (material debris) and the sliding tab damages, which must have prevented the further attempts of tibial insert locking in to the tray. All these damages collectively contributed to unsuccessful locking of the insert in to tibial tray. Conclusion the investigation concluded that the insert could not be locked in to the tibial tray with the bent locking tab; however, with the information available, the root cause of the damaged locking mechanism could not be determined. See attached product development investigation for full evaluation details. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional reports against the complaint sample product code/lot code combination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The investigation findings do not indicate that a broader investigation or corrective action is necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.